Event description:
It was reported that the patient experienced swelling in her knees and lower legs to her feet "on and off since implant". The swelling had worsened in 2008. The patient also experienced increased pain. The patient had "morphine and two other medications" in the pump. The hcp reported that the patient had been switched from morphine to dilaudid with "some possible improvement in lower extremity edema - will try prialt soon". The hcp later reported that the morphine was stopped at about 2 months later. The system was explanted due to "morphine inducted generalized edema". The drugs in the pump were listed as hydromorphone, bupivacaine and clonidine. Dose adjustments were performed: "too numerous. None with improvement". Per the reporter, there was no injury: the patient recovered without sequela.